Event description:
It was reported that the patient had no stimulation sensation. The patient was in the hospital for a lead replacement procedure. During the patient¿s stay they had discovered some other issues and they were in the cardiac care unit at the time of the report. The patient¿s lead wires had not been functioning for months prior to the report. The patient recharged their stimulator a week prior to the report and they felt the stimulation turn off on the day of the report. The patient needed a recharger to recharge their device. On the way to the operating room another lead wire quit working. The patient got to the hospital on (B)(6) but due to the other complications they found the patient was going to be in the hospital for longer than they expected. The patient¿s implantable neurostimulator (ins) was depleted. It was further reported that the patient was borrowed a recharger and was able to charge at the time of the report. It was further reported that there was a lead failure and there were open circuits. The patient was revised to a paddle lead on (B)(6) 2014. The patient was getting a good outcome and the treatment was effective.

Event description:
It was further reported that the patient was reprogrammed in their hospital bed the day after the surgery. They were getting good stimulation after the reprogramming. The manufacturer representative had not had contact with the patient since reprogramming. The representative was not aware how the patient was doing with the therapy at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3 7742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3998, lot# la9184, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: lead. Product ID: 3998, lot# la9184, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) had quit when her husband had needed to send her the recharger. Her leads had been removed. It was stated that there were 8 in there and they replaced it with 16. It was reviewed that this was probably in regard to electrodes, not leads. The patient had met with a manufacturer representative 4 or 5 times but the problem persisted. No further follow-up was required as this was just a further description of the information already provided.

Event description:
Note: previously reported "implantable neurostimulator (ins) had quit when her husband had needed to send her the recharger" was incorrectly reported for this event. This information applies to a different event captured in manufacturer report #3004209178-2015-03422.

Event description:
It was further reported that the patient received assistance from their doctor or a manufacturer representative and their concerns were resolved. However, it was also noted that the patient was still having concerns with their device or therapy but they had not sought further help. It was unclear if the patient still had concerns or not. An appointment date of 2014 (B)(6) was noted.